Event description:
It was reported the patient had a sudden loss of stimulation and therapeutic effect and less than 50 percent therapy relief. The patient had a return of previous pain and symptoms due to stimulation not working. The patient suffered direct physical trauma to their right maxillary area when their (B)(6) son head butted them unexpectedly. Stimulation quit working entirely after the patient was head butted. The implantable neurostimulator (ins) was charged at the time of this report and had been charged to 100 percent, seven days prior to the injury. The patient had turned the ins off in hope that it would start working again. The patient was looking for a healthcare professional (hcp) to revise the system. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).